Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined and the lancing device is not 510(k) cleared. Initial reporter address and phone number were not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A bayer representative from (B)(6) reported a nurse was accidentally stuck with a contaminated lancet from a microlet2. The nurse had relevant blood tests and they were all negative. No product is expected to be returned for evaluation.